Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# unknown implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown, ubd: , UDI#: h3: analysis of the desktop charger (serial #: unknown) revealed that the cord is frayed with the wire exposed. The adapter port pins are broken/bent. The cables are exposed and cut/broken and fraying. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the power cord was frayed with exposed wire. There was no connection with the implantable neurostimulator (ins). Electric as a precaution but still could not connect to the ins. The recharger was replaced. The issue was resolved.